Event description:
It was reported the lead had high impedance. It was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other:trueicapsure sp implantable pacing lead, it was reported the lead had high impedance. It was capped and replaced. There were no patient complications reported as a result of this event. No conclusion can be drawn, impedance, high.